Event description:
Additional information received from the physician/author stated that one patient implanted with a melody valve experienced asymptomatic monomorphic non-sustained ventricular tachycardia (nsvt) during post-procedure observation. The nsvt was treated with beta-blocker therapy, which later resolved with no recurrence on the follow-up holter monitor. Additionally, of the four patients in the study, two were male and two were female. No further details were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Citation: boscamp et al. Transcatheter pulmonary valve replacement in surgically-created double-barrel right ventricular outflow tracts: a single center case-series.  Catheter cardiovasc interv. 2024 feb;103(3):455-463. Doi: 10.1002/ccd.30954. Epub 2024 jan 11. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding transcatheter pulmonary valve implant in surgically-created double-barrel right ventricular outflow tracts. The study population included four patients with a mean age of 30.5 years.  Multiple manufacturer¿s devices were implanted in the study population; two patients were implanted with a medtronic melody transcatheter pulmonary bioprosthetic valve.  Among the two melody valve patients adverse events included: mild pulmonary regurgitation and severe stenosis.  No further information was provided pertaining to medtronic products.